Manufacturer narrative:
Continuation of d10: 638bl28 heart band implanted: (B)(6) 2018, vamc3228c150tu stent graft implanted: (B)(6) 2014, vamf2828c150tu stent graft implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five and a half weeks post implant, the implantable cardioverter defibrillator (ICD) system was explanted due to infection and redness. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the physician suspected some type of material allergy. It was noted that a antibacterial absorbable envelope was implanted with the ICD system.

Manufacturer narrative:
Continuation of d10: antibacterial absorbable envelope implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.